Manufacturer narrative:
The reported issue was inconclusive. The device was not returned. The arctic sun device was giving alarm 64 (non-recoverable system error). The root cause of the reported issue could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be a short circuit. However, there was insufficient information to confirm this potential root cause. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The instructions-for-use under baw2800300 rev 2 are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Correction: d,e UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that arctic sun device was giving alarm 64 (non-recoverable system error). Nurse powered device off and back on again. Resumed therapy. Explained if alarm returns to send to biomed. If alarm does not return it is okay to continue therapy.

Event description:
It was reported that arctic sun device was giving alarm 64 (non-recoverable system error). Nurse powered device off and back on again. Resumed therapy. Explained if alarm returns to send to biomed. If alarm does not return it is okay to continue therapy.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.